Manufacturer narrative:
Correction: upon receipt of additional information, the delivery catheter should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information received indicated the effusion was not related to the atrial device and the delivery catheter used to implant it. The effusion originated in the right ventricle.

Event description:
It was reported that a pericardial effusion was observed following the implant procedure of the ventricular and atrial leadless devices. It is unknown how this event was resolved and the patient is reported to be stable. Additional information was requested, but not yet received.